Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's ins was not working and the patient had not charged since 2015 or 2016. No symptoms were reported. No further complications were reported/anticipated.